Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received new system controllers and needed 2.0 low flow software to be installed. The software was installed on the new primary and backup controllers.

Manufacturer narrative:
Section d1 (brand name): corrected. Section d4 (catalog number): corrected. Section d4 (UDI number): corrected. This per was determined to be supplemental information, and the investigation findings will be submitted under (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.